Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-07-31/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-07-31. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650de/ catalog #: 1650de/ expiration date: 2018-06-30/ serial or lot#: (B)(4), UDI #: asku. Device available for eval: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 2017-06-30. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's batteries exhibited power switching. It was noted that the event was not associated with any controller alarms or a pump stop. The batteries remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional products: d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 d4: serial#: (B)(4). D10: yes, return date: 18-apr-2019 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h6: FDA results code(s): 3323 h6: FDA conclusion code(s): 11 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the batteries were removed from service.

Manufacturer narrative:
Product event summary: the batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log file revealed premature power switching events that were due to momentary disconnections involving bat580816 and bat581369. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was opened to evaluate momentary disconnections. Additional products: battery bat581367, device evaluated by MFR: yes; battery bat581366, device evaluated by MFR: yes; battery bat381369, device evaluated by MFR: yes; battery bat581364, device evaluated by MFR: yes; battery bat581368, device evaluated by MFR: yes; battery bat583428, device evaluated by MFR: yes; battery bat581296, device evaluated by MFR: yes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.